Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 99% stenosis located in the proximal-mid obtuse marginal (om). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that stent dislodgement occurred during removal following a failed delivery. Subsequent stenting was performed and the dislodged stent was positioned to the arterial wall. It was noted that high calcification contributed to the stent becoming dislodged from the balloon before inflation. The patient was reported to be alive with no further injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.